Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A review of the dyonics 25 fluid management system operations/service manual, 1061600 rev j found the following warnings and precautions to prevent an over-pressurization event: improper cannula setting can lead to inaccurate pressure settings, pressure and flow rate fluctuations, and overpressurization of the joint; if air is introduced into the tubing and cassette, press the stop button to stop the pump. Reprime the cassette (see ¿repriming the cassette¿). Failure to do so may result in overpressurization of the joint; the flush valve on the inflow cannula may be opened momentarily (two seconds maximum) to flush the joint. During normal use, the flush valve should remain completely closed to ensure accurate pressure control. Failure to completely close the flush valve may result in overpressurization of the joint. Do not connect a suction source to the outflow barb of the inflow cannula; excessive hand pressure when squeezing the irrigation bag to induce flow may cause overpressurization of the joint. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair surgery the dyonics 25 was over pressuring. The device was set to pressure 30 and it get up to 80. The patient had an intravasation through the neck and chest; therefore, the patient was admitted and necessitate medical intervention to alleviate the condition. The procedure was completed with the same device by setting lower pressure levels. No significant delay was reported due to the device malfunction.